Manufacturer narrative:
Lot number is unavailable. Evaluation summary it was caused due to the connection part failure in the scope. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. The fiber scope can't emit the light. Bs-ll1 can't ignite the light and it showed no battery.